Manufacturer narrative:
Updated sections: g3, g6, h6 type of investigation, investigation findings, and investigation conclusions. Calcific degeneration involves the gradual accumulation of calcium deposits on the valve leaflets. It is a disease continuum from sclerosis to chronic inflammation that leads to leaflet calcification. These calcium deposits, over time, cause the leaflets to become rigid and less flexible, which can account for failure modes such as stenosis and regurgitation. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry and investigation that a patient with a 33mm 7300tfx mitral valve was explanted after an implant duration of 6 years, 3 months due to calcification with indurated brittle leaflets. The explanted valve was replaced with a 33mm 11400m valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H3: report of calcification was confirmed. X-ray demonstrated wireform intact and heavy calcification on all three leaflets. Calcification was observed on host tissue on the sewing ring near commissure 3. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 1mm on leaflet 3 on the outflow aspect. Host tissue on the stent circumference was minimal to moderate at the inflow and outflow aspects. Calcification restricted leaflet mobility and led to stenosis. Sewing ring had multiple cuts around the valve. Multiple suture fasteners remained attached to the sewing ring. Updated sections: b5, d4 expiration date, d9, g3, g6, h2, h3, h4, h6 type of investigation. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
It was learned through implant patient registry and investigation that a patient with a 33mm 7300tfx mitral valve was explanted after an implant duration of 6 years, 3 months due to heavy calcification. The explanted valve was replaced with a 33mm 11400m valve.